Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-jug-celect-pt. Investigation is still in progress.

Event description:
Description according to study: on (B)(6) 2016: there was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter did not deploy prematurely but did jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Model #/lot #) igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. The imaging review states that the jump did not result in a mal-deployed or mal-positioned filter. The complaint report does not specify whether the filter jumped after it was unsheathed or after it was detached from the deployment device. Consequently, the exact reason why the filter "jumped at deployment" cannot be determined. However, it cannot be left out that the filter was pushed forward instead of pulling the sheath back. The IFU states (instruction for use section) "stabilize the introducer, and withdraw the introducer sheath and connect it to the handle. At this point the filter is expanded, still connected to the filter introducer". Furthermore, the imaging review also found anterior mediastinal hemorrhage, retroperitoneal hemorrhage (in the region of a l4 burst fracture of the vertebral body), near complete obliteration of the ivc lumen (at this level due to what appears to be an intramural hematoma involving the wall of the ivc and heterogeneous hyperdense signal within this filling defect, likely representing hemorrhage into the hematoma within the wall of the ivc), a large amount of retroperitoneal hemorrhage throughout this region (but no focal extravasation is appreciated), and a superior endplate compression deformity of the l2 vertebral body. None of these findings were related to the filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2016: there was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter did not deploy prematurely but did jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Patient outcome: the patient remains in the study.